Event description:
Used moisture plus complete contact lens solution, and have had serious eye infection from use. Including blurred vision, eye discharge pain, swelling. Frequency: everyday. Route: ophthalmic. Dates of use: two months in 2007. Diagnosis: contact lenses. Event abated after use stopped: no.